Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that right ventricular lead was sensing external magnetic interference that was causing noise. No changes or intervention was reported. The patient status was unknown.